Manufacturer narrative:
Initial reporter address - (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 22, 2022 to february 24,2022. H10: the device was received for evaluation. A visual inspection was performed using the naked eye under normal room conditions which observed a tear near the lower right side/edge in back side of eva bag. Functional testing was performed using tap water which identified a leak at the lower right side near edge in back side of the bag. Magnified inspection was performed which observed a tear/hole in the same area where the leak had occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.